Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The lead was returned in two pieces. Multiple inside-out abrasions were noted between 9.5cm and 27.6cm from the tip electrode. One of the abrasions under the svc shock coil resulted in the rv cable etfe coating becoming abraded. Due to this damage, a short circuit could have occurred between the svc shock coil and the rv cable resulting in low hv lead impedance.

Event description:
It was reported that the lead exhibited intermittent low hv lead impedance measurements. In clinic, the impedance measurements were within range and stable.